Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of a folfusor sv2.5 ruptured during filling. The device was being filled with 69 milliliters of IFU and 117 milliliters of saline solution when it ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.